Event description:
The customer contacted stryker to report that their device was not turning on when the lid is opened. The device not turning on automatically can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
A replacement device has been sent to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device's depleted battery was determined to be the cause of the reported issue. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not turning on when the lid is opened. The device not turning on automatically can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.